Event description:
It was reported that approximately five or six years post a port placement, a routine examination was performed and revealed that the catheter was allegedly broken. It was further reported that distal catheter segment and port body was allegedly removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter was returned for evaluation functional, gross visual, tactile and microscopic visual evaluations were performed. A complete diagonal break was noted on the proximal end of the catheter. The edges of the complete diagonal break were noted to be uneven, and the surface was noted to be smooth in one region and granular in another region. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five or six years post a port placement, a routine examination was performed and revealed that the catheter was allegedly broken. It was further reported that distal catheter segment and port body was removed. There was no reported patient injury.